Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to diabetic. The caller stated that the cause of death is still unknown. The customer¿s blood glucose was 35 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.